Event description:
It was reported that the customer experienced a low blood glucose level, with the lowest level being approximately 40 mg/dl. The customer managed the situation by consuming carbohydrates. Customer also stated they have been stacking bolus's. Although they declined a supplies or system check, they were advised to consult their healthcare provider to adjust pump settings and were transferred for further assistance.